Event description:
As reported, the physician turned the dial, but the ¿outer cylinder¿ could not be pulled on a smart control 10mmx80mm 80cm self-expanding stent (ses) and could not be deployed. The physician was concerned about the safety of the device and it was removed. The device was replaced with another smart stent and the procedure was completed. There was no reported patient injury. An ipsilateral retrograde approach was made for the lesion in the iliac artery. An unknown guidewire crossed the lesion and was checked with an intravascular ultrasound (ivus). The ivus was exchanged for the smart stent and crossed the lesion. The physician had judged the device to be dangerous and was removed. The device was stored in a warehouse in a sanitary area in the hospital, and there was no abnormality in the appearance. No abnormality was found in the tray or the device. The device will be returned for evaluation. Addendum: product evaluation presents a separated condition located approximately at 81 cm from the distal tip.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18041670 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the physician turned the dial, but the ¿outer cylinder¿ could not be pulled on a smart control 10mmx80mm 80cm self-expanding stent (ses) and could not be deployed. The physician was concerned about the safety of the device and it was removed. The device was replaced with another smart stent and the procedure was completed. There was no reported patient injury. An ipsilateral retrograde approach was made for the lesion in the iliac artery. An unknown guidewire crossed the lesion and was checked with an intravascular ultrasound (ivus). The ivus was exchanged for the smart stent and crossed the lesion. The physician had judged the device to be dangerous and was removed. The device was stored in a warehouse in a sanitary area in the hospital, and there was no abnormality in the appearance. No abnormality was found in the tray or the device. The product was returned for analysis. A non-sterile unit of smart control 10x80 80cm ses was received coiled inside of a clear plastic bag. The stent is not deployed properly mounted on the device. A separated condition located approximately at 81 cm from the distal tip was noted. Per microscopic analysis evidence of elongations and stretching characteristics at the separated edges area are noted and it is very likely that the same factors that caused the elongations and stretching also contributed to the separated condition found on the received device. The elongations and stretching observed could be related to an application of a force that induced a material stretching/deformation until separation. No other anomalies were found during analysis. Functional analysis could not be performed due to the separated condition. A product history record (phr) review of lot 18041670 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty ¿ unable¿ and ¿stent delivery system (sds)-ses separated¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations and stretching characteristics noted at the separated edges during analysis. According to the instructions for use, which are not a mitigation of risk, ¿initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.